Event description:
The customer reported that while running an htlv I/ii assay summit sample handler, bubbles were noticed in all wells after diluent was pipetted and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse adjusted depth of tips. No death or serious injury was associated with this event.